Event description:
Hospital reports pt with a second degree burn on the elbow following a lumber procedure. Pt was treated with silvadene ointment. No adverse outcome is anticipated to be associated with this event. Hospital did not provide pt age, sex or weight information.